Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were sent for review. Prior to the system controller exchange the event file did not capture any indications of a system controller issue or any odd alarms. The system controller temperatures were in the normal range.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller becoming hot was not confirmed or reproduced. A review of the controller event log files spanned approximately 17 days on (B)(6) 2023 per time stamp). There were only routine alarms active in the log file. The controller¿s internal temperature ranged from 32 - 45 degrees celsius, while operating the pump. Design input requirements detail the controller case should not exceed a 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. A review of the controller periodic log files spanned approximately 64 days at 6-hour intervals on (B)(6) 2023 per time stamp). The controller temperatures were within the normal range. There were no notable alarms active in the log file. The system controller, serial number: (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Temperature testing was performed on the controller during mock loop testing. A temperature sensor, t1, was placed on the liquid crystal display (lcd) of the controller and t2 was placed on the back battery cover. The temperature of the controller remained within specification during testing. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller became extremely hot on (B)(6) 2023 and the patient was unable to touch it with bare hands. The patient thought it ¿went out¿ and subsequently changed his system controller. There were no patient consequences due to the event.